Event description:
A malfunction alarm identified as malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.